Event description:
On (B)(6) - it was reported by the consumer that the rc1710 aerosol compressor was not generating enough air pressure to mist the prescribed medication, and no alarm or warning was given/displayed. There was no patient injury reported.